Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by running a sorter test and found the sorter head malfunctioning. While troubleshooting, fse found a loose screw on top of the sorter head and tighten the screw up which resolved the reported error. Fse performed a sorter test without error. No further action required by field service. The aia-900 analyzer is functioning as expected. (B)(4). The aia-900 operator's manual under section 12: flags and error messages states the following: [2204] sorter not picked up cup. Cause: the cup hold sensor s027 failed to detect a cup during a cup pickup operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check the upper surface of the test cup for contamination, check the seal for curling, and so on. If the trouble occurs frequently, contact the tosoh local representatives. Check s027, the cup pickup position, and the cup pickup operation, and also check the cup control sensors s023 to s026, and the sorter scanning operation. The most probable cause of the reported event is due to loose screw on top of the sorter head.

Event description:
A customer reported getting error message "2204 sorter not picked up cup" on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.